Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to get information about using the patient remote.the patient reported that stimulation wasn't helping much so they stopped using stimulation and the patient forgot how to use the stimulation. The patient reported that when they got the ins they were having so many problems.at the time of the call the patient was attempting to turn stimulation back and activate adaptive stimulation. The patient successfully activated as using the remote and that stimulation was on. The patient indicated that the group c was not displaying the position information. The programmer was displaying an amplitude and the patient was feeling stimulation. Tss had the patient change to group a and group b, the patient indicated that both of those groups also did not display position information. The patient reported that they did not feel stimulation when group a was activated. When the patient activated group c a second time the programmer displayed the correct position.the patient moved into a lying position and confirmed that the patient controller displayed the lying position. The patient adjusted the amplitude down to a more comfortable level for the lying position. The issue was not resolved through troubleshooting. The patient was going to continue using stimulation and evaluate if it was effective. Additional information was received from the patient. It was reported that the cause of the stimulation not helping was because of the battery. They stopped using the device for two years, then decided to start again, but the battery would not hold a charge. The cause of groups, a, b, and c were not determined. Pt has stopped using the device.